Manufacturer narrative:
The customer reported complaint of the stuck manual rotation of the driveshaft was confirmed on the returned autopulse platform (sn (B)(6). The rotation of the driveshaft was stiff but not stuck allowing the driveshaft to be moved to the home position. The stiff manual rotation of the driveshaft is likely attributed to wear and tear. The autopulse platform is manufactured in october 2012 and is more than 8 years old, well beyond the expected service life of 5 years. Unrelated to the reported complaint, noticed a cracked front enclosure. The observed physical damage appears to be mishandling characteristics, such as a drop. The front enclosure was replaced to address the damage. The platform failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The root cause for the user advisory (ua) 45 error was due to the driveshaft not being at "home position". The user advisory (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft was difficult to rotate due to stiff manual rotation. The clutch area was deburred to remedy the driveshaft issue. The archive data show the presence of multiple user advisory (ua) 45 that likely related to the drive shaft was not in the home position during the power on, not allowing the user to pull the lifeband straps completely up. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After using the autopulse platform (sn (B)(4)) and while trying to replace the lifeband, the customer noticed that the lifeband was wound around the driveshaft. The customer was unable to remove the lifeband clip as the driveshaft on the autopulse platform was stuck and could not be moved to the home position. No patient involvement.